Event description:
The event is reported as: the customer alleges that the device will not heat up.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product aquatherm heater 091, serial #(B)(4) was manufactured on 06/25/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required.